Manufacturer narrative:
Final analysis notes the device battery voltage was above the elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.